Manufacturer narrative:
Battery (breaks down under load) defective, replaced. Foot control sn 116558 (loose contact) defective, replaced with (b)(5). Handpiece rack broken, replaced. Contra angle was not included. Function test without error.

Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a silver reciproc motor was stopping; no injury resulted.